Event description:
Patient reported right side rupture confirmed via ultrasound. Healthcare professional confirmed rupture. The device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device. As no microscopic analysis can be performed, it is not possible to perform an assessment of the opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture. Confirmed via ultrasound. Healthcare professional confirmed, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 20feb2024.

Event description:
Patient reported right side rupture confirmed via ultrasound. Healthcare professional confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Patient reported right side rupture confirmed via ultrasound. Healthcare professional confirmed rupture. Device has been explanted and replaced.